Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determine to be a false empty detected and an inappropriate of the caution negative ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:24:01. During night drain cycle four, the patient's ultrafiltration reading was 2344ml, indicating the home patient drained 2344ml more than their maximum programmed fill volume of 2200ml. No additional information is available.